Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use and a fracture on the medial side. Gouge marks and dents were noted which is indicative of repeated use. Device history records and receiving inspection reports were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusion or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a persona tibial articular surface instrument was found fractured while inspecting trays. There was no patient involvement in this event. Attempts have been made and additional information on the reported event is unavailable.